Manufacturer narrative:
It was reported that a piece of metal from the biopsy forceps feel into the patient when the jaws of the biopsy forceps were opened. The sample and the "piece" were returned to micro-tech on 12/21/2016. Micro-tech have checked the returned forceps and found it is qualified,no parts dropped. The piece is a black horseshoe shaped plastic part, it can be easily cut off ,the dimension is larger than the forceps, micro-tech don't have a part like this in the product or process equipment/tools. Micro-tech initially suspected the dropped part belongs to other surgical instruments,such as "channel valve" or endoscopic..

Event description:
As reported by user facility on 28-november-2016, during a gastroscopy "a piece of metal from the biopsy forceps fell into the patient when the jaws of the biopsy forceps were opened. This piece of metal had to be retrieved and another biopsy forcep had to be used to continue the procedure." The procedure was completed as usual with a minimal delay of 5 minutes and no patient injury. This report is being filed as a malfunction with the potential for injury with recurrence. This device was forwarded to the legal manufacturer, micro-tech, who is responsible for the investigation and regulatory reporting.